Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the cartridge caused scratches on the lenses. Additional information has been requested. There are two medical device reports associated with this report. This file is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in d.4. The manufacturer internal reference number is: (B)(4).